Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that there was no picture of interstim icon when they were asked for stimulation being off and accident. They were doing routine check-up. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that there was no picture of interstim icon when they were asked for stimulation being off and accident. They were doing routine check-up. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that there was no picture of interstim icon when they were asked for stimulation being off and accident. They were doing routine check-up. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was pushing buttons and had a blank screen on the patient programmer. It was recommended that the patient replace the batteries and the issue was resolved. The patient also reported having an accident and discharge. The patient tried to check the device using the patient programmer and it showed stimulation was off and troubleshooting attempts were made and the patient turned therapy on. The patient confirmed that she could feel stimulation and the patient described the change in therapy as sudden. Trouble shooting resolved the issue. There were no further symptoms or complications reported or anticipated.